Manufacturer narrative:
The customer representative examined the system and noted system message (sm) "air/fluid module vit, frag, vacuum, scissors and vfi are not available - 57 psi out of tolerance" in the system's event log. The company representative found that the 57psi regulator had drifted to 64 psi and the replaced the regulator. The system was then tested and met product specifications. The replaced regulator was returned for in-house investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room supervisor reported that during surgery, the system lost pressure. The system was exchanged and the surgery was completed with no harm to the patient.